Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation (orif) to the left distal tibia due to a nonunion and a broken variable angle (va) locking compression plate (lcp) medial distal tibia plate. The 12 hole left plate was implanted from a fracture fixed in (B)(6) 2019. The broken plate was then revised to a tibial nail. The procedure was successfully completed. There was no patient consequence reported. Concomitant devices reported: unknown screws ( part# unknown, lot# unknown, quantity unknown). This report is for one (1) 2.7/3.5mm va-lcp medial distal tibia plate/12 holes/left. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h11 (corrected data): b1, b5, h1: the initial complaint was reviewed and found not reportable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.